Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise. Additionally, low out of range pacing impedance measurements were observed. The patient was being referred to an electrophysiologist for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.